Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative that "an occlusion was noted during the aspiration phase of the shunt prep." No patient injury or death, product was not used on the patient.

Manufacturer narrative:
Manufacturing and quality control data: the shuntsystem was manufactured by a qualified employee in march 2018. Deviations during assembly did not occur. The valves were sterilized by miethke and released for shipment after final inspection. The prosa shuntsystem hast a nominal pressure rating of 0 to 40 cmws. The valve specifications final inspection have been passed. The shuntsystem was inspected as article fx996t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Investigation: optical inspection: first step of our investigation is the optical inspection. The optical investigation was done with a very short piece of about 1,5 cm catheter material which was submitted. Permeability test: in order to investigate if there is blockage of the small catheter piece we flushed the catheter with water. The catheter was penetrable. Result: during the optical inspection we detected deposits on the outside of the valve. We also noticed that the catheter was not pushed over the valve spout correctly. We also noticed a ligature that is not a product of the manufacturing process. First we performed a permeability test with the catheter. A suspected blockage of the catheter could not be determined. The investigation has resulted that the catheter was permeable. The manufacturing of the shunt system and the in-process controls guarantees the integrity of the product. All products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. The shunt system was sterilized by miethke and released for shipment and documented as well. A potential mistake at the shunt system would be detected and rejected from the lot. Based on our investigation results we could not detect any failure with this product at the time of distribution. No further actions are required from our point of view.